Event description:
The international customer reported that the ventilator alarmed and could not boot up. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. The customer has declined service of the unit.

Manufacturer narrative:
Customer declined manufacturer's service.